Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a health care professional (hcp) via a representative regarding a patient in germany who was receiving unknown baclofen 2 mg/ml at a dose of 977.7 mcg/day. The baclofen type, lot number, the other medications, and medical history were unobtainable. The patient told the doctor about alerts given by the pump, but the doctor could not see anything in the log file when the pump was read. Then the motor stopped without a reason and after reprogramming it stopped again. The doctor had identified the issue but the reason for the motor stops was not known; inexplicable motor stops. It was unknown if diagnostic testing or troubleshooting occurred. However, the pump was explanted. The explant date was unobtainable. Patient symptoms were not reported at this time. The issue was reported as resolved and the patient's status was reported as alive-no injury at the time of the report. Additional information has been requested regarding patient symptoms, indication for use, and details of the motor stall but this was not available at the time of this report. If additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies; specifically corrosion and/or wear and/or lubrication, and a stall, due to shaft-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 10-08-2015 new information was received from the physician via the representative. The representative became aware of the issue after explant. The indication for use of the implanted system and therapy was spasticity. It was unknown if the patient was exposed to electromagnetic interference or a magnetic resonance imaging scan. The physician shared the motor stop occurred while the patient recognized the alert. After reprogramming, it occurred again. The physician could not find any reports of an alert or motor stop in the logs. It was unknown if the logs were available but the pump was returned for analysis. It was unknown if the patient experienced any symptoms associated with the pump alert/motor stop. No further information had not been provided by the physician. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.